Manufacturer narrative:
A medtronic representative went to the site to perform a system checkout. The dingus gear was adjusted and reset to the proper location. Additional planned maintenance (pm) was also performed on this system. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system is having issues closing the gantry doors fully. There was no patient involvement.